Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Subsequently, the pump shut down. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer's blood glucose was 432 mg/dl.